Event description:
Related to MFR report # 2183959-2012-00384. The pt was implanted with a miniarc system on (B)(6) 2009. It was reported that after and as a result of the implanted mesh, the pt suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries. It was also reported that the pt has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding, this event it will be re-evaluated and a follow-up report will be sent.